Event description:
It was reported that the patient experienced facial paralysis and the patient was placed on taper of prednisone (1mg/kg) for 10 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's surgeon confirmed the patient's facial paralysis has resolved after the steroid treatment. This is the final report.